Event description:
An audible alarm was heard. The patient experienced a loss of effect. The pump logs showed a motor stall. The pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).